Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the insulation of the blade tip broke in pieces at the time of making an incision. Some pieces fell into the patient¿s cavity, but the pieces could not be located on either inside the patient¿s cavity and outside the cavity. It was noted that the caused of the issue was due to device had been on electron beam sterilization.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Five unused devices were also received. The reported condition was confirmed. Inspection found the ptfe insulator was damaged and torn. The damage to the electrode indicates the user mishandled the electrodes. Engineering agreed with the investigation results. The customer indicated that the cause of the failure might be that the device was subjected to electron beam sterilization. Instructions for use (IFU) clearly warns the user not to clean or sterilize the device for reuse. The investigation identified the root cause of the reported event to be attributed to user handling damage. The IFU states: this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reusage, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection or product failure risks to the patient. If information is provided in the future, a supplemental report will be issued.